Manufacturer narrative:
The device was not returned for analysis and the complaint of pain/discomfort could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine the probable cause of the complaint; therefore, the cause cannot be established.

Event description:
It was reported that the patient was experiencing pain and discomfort. Physician assessed that there was a subsidence of implant due to patient's unstable spine. Patient underwent a procedure to remove the device and have a laminectomy/fusion. The patient has fully recovered post-operatively.